Event description:
Caller reported a cgm error 42, indicating a malfunction in their continuous glucose monitor system. There was no adverse impact to the customer¿s blood glucose level as the error did not recur after a pump reset. The customer was guided by technical support through the pump reset process and advised to wait 20 minutes before starting a new sensor session, which the customer understood and acknowledged.